Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and cleaned the luminometer, and replaced the wash 1 reservoir connector and acid, base and wash 1 reagent. The cse then installed the tubes of the pinch valves and replaced water filter, degasser, and valves (v66 and v67). The cse performed daily cleaning procedure and ran calibration, quality controls and patient samples for troubleshooting. The issue did not resolve. The cse replaced the wash separation manifold and acid pump and reran quality controls and patient samples, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the sample handling data, quality control data and service report. The hsc specialist indicated that the issues with the wash manifold could not be ruled out. Incomplete washing can cause an increase in relative light units and consequently an increase in sample results as well as general imprecision. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2018-00070 was filed for the same issue.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The physician sent the patient to the hospital where the patient was tested for troponin using an unknown methodology and the result was negative for troponin. The customer repeated the sample on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.